Event description:
It was reported that the bd luer-lok¿ sterile, single use syringe plunger rod was cracked. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we are having issues with bd 3, 5 and 10ml syringes... Plunger tops coming cracking. These are from our pain kits assembled by xxxxx. These would have been ns syringes that were added to our pain kits and sterilized after completed assembly. This was noted back in late december or early january. Then last week the black flecks were noted again in our pain kits. Once again we stopped using the syringes from the kits and started dropping sterile bd syringes on the field."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 11-apr-2023. H6: investigation summary: one sample was provided to our quality team for investigation. The reported issues were not confirmed upon inspection of the samples. None of the samples showed any signs of the reported defects. Since the reported defect was not confirmed a manufacturing root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ sterile, single use syringe plunger rod was cracked. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we are having issues with bd 3, 5 and 10ml syringes... Plunger tops coming cracking. These are from our pain kits assembled by xxxxx. These would have been ns syringes that were added to our pain kits and sterilized after completed assembly. This was noted back in late december or early january. Then last week the black flecks were noted again in our pain kits. Once again we stopped using the syringes from the kits and started dropping sterile bd syringes on the field."